Manufacturer narrative:
The rod was returned to lirc engineering lab for evaluation. Root cause was unable to be determined. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that a revision procedure was performed for an unknown reason. During a review of investigation findings from lirc it was identified that the rod had evidence of wear and debris, galling, corrosion, scratching, discoloration and mechanical damage. Additionally, the rod was unable to be retracted.